Manufacturer narrative:
Reference cmp-(B)(4). Medical products- van ps open intl femlt 75 catalog #: 183134 lot #: 060840. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034 -2017-04295 h3 other text : product location unknown.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a left knee arthroplasty approximately three years ago. Subsequently the patient was revised due to pain, effusions and metal allergies. Attempts have been made and no further information has been provided. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Concomitant medical products: series-a standard patella, catalog #: 184766, lot #: 914120; vanguard tibial bearing, catalog #: ep-183660, lot #: 644360. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
By review of provided op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Surgical notes were provided for the revision surgery. Review of the revision operative notes indicates that the surgeon noted no complications. The components were implanted with the correct fit and orientation as per the surgical technique. The root cause of the reported issue is attributed to the patient's condition as patient has a confirmed metal allergy. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.